Manufacturer narrative:
Meter and test strips involved in incident were returned and evaluated and performed to specification. Retain strips were also tested with returned meter and performed to specification. No failure detected.

Event description:
Patient did a test on saturday, (B)(6) 2018 in the morning while fasting. He received a reading of 41. He didn't think the reading was accurate and tested again right away. He used a different finger and received 219, then 203, all within 10 minutes. This is a new meter that is about 2-3 weeks old. Strips were opened 2-3 weeks ago. Patient stores products in his bedroom. Patient is not receiving any oxygen therapy. Doesn't have trouble getting a sample of blood. Uses alcohol wipes and allows fingers to dry thoroughly, uses fingertip as a testing site. Seals the bottle cap tightly and immediately after removing a test strip. Changes lancets every time he tests. Customer's wife stated that he did not have any symptoms associated with the readings. He did not take any medication. He did not contact the paramedics or go to the ER. His normal glucose readings are unknown. He takes humulin for diabetes. He has improved on his diet by cutting back carbs and measuring food portions. No physical damage to the meter or debris around the test strip port. The meter looks brand new. He tested again today and received a reading of lo, then he tested again and received 204 while fasting. He did not take any medication based on the readings. He wasn't comfortable with taking any medication. He did not perform a control solution test. Replaced meter, test strips, sent control solution, and return label. (B)(4).